Manufacturer narrative:
Correction: the correct event date should have been (B)(6) 2023, rather than (B)(6) 2023. The correct b5 statement should have been "related manufacturer reference number: 2017865-2023-11546. It was reported that the right ventricle (rv) lead exhibited noise over-sensing and the right atrial (ra) lead exhibited noise. Programming changes on ra lead. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.", rather than "it was reported that the right ventricle (rv) lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition". The correct therapy date should have been (B)(6) 2023, rather than (B)(6) 2023. The correct medical product should have been accent dr repulse generator, rather than accent dr repulse generator and tendril lead.

Event description:
Related manufacturer reference number: 2017865-2023-11546. It was reported that the right ventricle (rv) lead exhibited noise over-sensing and the right atrial (ra) lead exhibited noise. Programming changes on ra lead. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricle (rv) lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.